Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file showed the pump operating as intended. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-04362.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was brought into trauma on (B)(6) 2021 due to concerns of a stroke. A log file review was requested. The log file contained intermittent pulsatility index (pi) events as well as routine power source changes. A brief loss of external power on (B)(6) 2021 appears to be the result of the patient disconnecting both controller leads from power at the same time. This alarm quickly resolved once the mobile power unit (mpu) was reconnected. Technical services was unable to correlate the patients current clinical condition with the parameters in the log. The pump appears to be operating as intended with no other notable alarms or events recorded. It was reported patient support was ongoing.